Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/7/2020. Additional information: h4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture pulled off of the needle during surgery. Changed to another suture to complete the surgery. There is no reported patient consequence. No additional information could be provided.